Event description:
On (B)(6) 2009, a company representative reported the pt said the adhesive on her insulin infusion set was not sticky enough. No other info was given. Further attempts to follow up with the pt were unsuccessful. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.